Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and shocks due to atrial or sinus driven rhythm with rapid ventricular response (rvr) and the patient was admitted to the emergency room (ER) with shortness of breath. It was noted that there were concerns of undersensing however the boston scientific representative disagreed. Technical services (ts) recommended programming options. This device remains in service. No additional adverse patient effects were reported.